Event description:
During ercp procedure, two of the boston scientific biliary rx cytology brushes broke near the handle. Both brushes were ref#(B)(4), lot#30413936. Third cytology brush used worked as anticipated.